Event description:
This customer reported that they established pacing capture with this defibrillator for a pt with either pea or fine vf. The pt was then lifted from the floor onto the hosp bed. During the transfer a pads off message was recorded and pacing stopped. The users were not able to reestablish pacing. The pt required defibrillation which was delivered via second mrx defibrillator.

Manufacturer narrative:
This customer reported that they established pacing capture with this defibrillator for a pt with either pea or fine vf. The pt was then lifted from the floor onto the hosp bed. During the transfer a pads off message was recorded and pacing stopped. The users were not able to reestablish pacing. The pt required defibrillation which was delivered via a second mrx defibrillator. A follow-up report will be submitted after philips obtains more info about this event.